Event description:
It was reported that the hub of cadd administration set broke off from the infusion line, the line proximal to break was still taped to the patient's arm. The medication then leaked onto the floor. Patient pain was reported.

Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition inside of plastic bag without its original packaging visual inspection noted that the sample was received without the asv valve bonded to the adapter tube the external condition of the adapter tube shows insufficient solvent visually. The reported event was confirmed. The root cause for this failure mode is an incorrect application of solvent. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.